Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1 I work a davita dialysis and I also do the inventory. We have been having problems with our bloodlines for the dialysis machines. Some lines are kinked and we cant get them unkinked, lines w additional information provided on 28may2024: also I don't have a specific lot number since there seems to be an issue with a ton of the blood lines here from multiple different boxes of lines . The issue with the lines is that they seem to be kinked and they will not come unkinked. Also there seems to be little holes in the lines causing leaking. I usually have to disguard 2 sets of lines a day since there has been an issue .